Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box review shows evidence of time/date resetting on (B)(4) 2013. The pump powers up but, it is unable to perform ez-prime operation and to run for 24 hours due to a load step malfunction occurring upon the first load attempt. The force sensor resistance is above specifications. The force sensor plate was found to have contamination. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6). Device history record review was conducted on (B)(4) 2013 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that the force sensor plate was contaminated. This report is made based on results of investigation completed on (B)(4) 2013.